Manufacturer narrative:
A device history record review was completed for provided material number 303537, lot 5003830. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Dye leakage test was performed and passed for the returned sample. Visual inspection for the retain samples were performed and no quality issues were detected. Based on the investigation and with the returned sample analysis the symptom reported by the customer of leakage is confirmed, but a probable root cause could be the compression by external force outside the manufacturer. In conclusion, the root cause of this complaint defect cannot be confirmed. The factory will continue to monitor and track the trend of this defect complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
On (B)(6), 2025, a nurse discovered leakage from a pre-filled tube with intact packaging while using it and immediately discarded it.